Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving dilaudid 5 mg for a total dose of 1.99931 mg/day, compounded baclofen 500 mcg for a total dose of 199.9313 mcg/day, and bupivacaine 20 mg for a total dose of 7.99725 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), hydromorphone (unknown dose and concentration), and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2019 the patient reported increased pain as they were unable to activate their personal therapy manager (ptm), as they scheduled their pump refill appointment after their low reservoir alarm date. The pump was reprogrammed and refilled on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was other unable to activate ptm and the clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (hydromorphone, bupivacaine, and baclofen) were noted to be related and the drug action that caused the event was unable to activate ptm. The event date was (B)(6) 2019. No further complications were reported.